Event description:
Event description cpi received information that this implantable pulse generator (ipg) was removed after 2.4 implant months because it exhibited an elective replacement time (ert) indicator.